Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, sometime post a port procedure, the catheter in the cv port broke off and the tip, end point moved into the heart. The contrast agent was not able to get in easily during the contrast CT scan, so the CT scan showed that the device was cut off. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port with an attached groshong catheter in two segments was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 15.5cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Residue was also noted throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Residue was also noted throughout. In both port septum and the proximal end of the distal catheter segment, upon infusion, what appeared to be thrombus, was observed exiting with water at the distal end. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and difficult to flush issues and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. A a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, sometime post a port procedure, the catheter in the cv port broke off and the tip, end point moved into the heart. The contrast agent was not able to get in easily during the contrast CT scan, so the CT scan showed that the device was cut off. The current status of the patient was unknown.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, sometime post a port procedure, the catheter in the cv port broke off and the tip, end point moved into the heart. The contrast agent was not able to get in easily during the contrast CT scan, so the CT scan showed that the device was cut off. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration and difficult to flush issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.